Manufacturer narrative:
On 2/19/2020, mentor received additional information regarding the suspected medical device. A healthcare professional confirmed that their records indicated that the device was implanted in 2013, and no revision surgery was performed on this patient between 2013 and 2019. Based on the reported information, it became clear that the device was implanted as an expired product. Using the device after its sterility expiration date is against the instructions for use and the device was used in a off-label manner. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/12/2019, mentor received the suspected medical device. On 8/21/2019, mentor completed the investigation on the suspected medical device. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device a crease was observed on the posterior aspect. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately 0.1 cm and valve leakage. No other anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation . Concomitant products: 375cc saline mentor smooth round moderate profile breast implant catalog:3501660. Serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 375cc saline mentor smooth round moderate profile breast implant and experienced postoperative right-sided deflation. The deflation was diagnosed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. The information provided suggests the device was implanted after the expiration date. If additional information is received in the future, this file will be updated as applicable.